Event description:
I have a baxter "homechoice pro" peritoneal dialysis system. While I was traveling in the bahamas, the system failed, preventing me from being able to dialyze. Baxter offers a technical support number which I called. It turned out that baxter could offer no support for the problem I was having other than to return the machine and get a new one. However, they could not do this while I was in the bahamas. Baxter offered to send me manual dialysis supplies that would have filled the gap, but they told me they needed 90 days lead time to send it to me. This was unhelpful since a dialysis patient cannot skip dialysis for too long without it becoming a life threatening situation. I was left with no viable option but to cut short my family vacation and fly home. This incident highlights several problems with the support baxter offers for its peritoneal dialysis devices. First, baxter apparently has no preventive maintenance or monitoring capability for their devices. Evidently it is standard procedure for baxter to leave dialysis devices in service until they break, and then to simply replace them when that happens (sometimes called a "run to failure" maintenance plan). Contrast this with life-critical devices such as jet aircraft engines or elevators: in both types of product, regulators and the manufacturers themselves mandate proactive service intervals and performance monitoring so that these devices almost never fail in use. In the engineering community it is considered professional negligence to let a life-critical device run to failure unless a hot-standby (very rapid replacement) capability is available. My experience shows that baxter runs their devices to failure with no proactive maintenance plan, and with inadequate capability to replace a failed unit. Second, on the front of my dialysis machine there is an 800-number that baxter asks patients to call if they have problems with the device any time 24 hours per day, 7 days per week. Unfortunately the capability behind this 800-number is severely limited. They are unable to provide any troubleshooting guidance beyond what's already printed in the device user manual. I believe that for baxter to continue to offer this service in it's present form is misleading and dangerous. It gives patients a false sense that if they have a problem, baxter will be able to actually solve it. Regulators should periodically audit the support baxter provides to their patients to validate that it actually meets existing FDA requirements for support of life-sustaining devices. If it does, then those regulations need strengthening. Third, baxter offers essentially no useful support for patients who travel outside the united states. This policy demonstrates that they believe dialysis patients have no business traveling. Patient quality of life doesn't seem to be on their radar. It's baxter's right, I suppose, to decide what constitutes an adequate quality of life for the patients they serve, but they should be required to inform prospective patients, up-front, of the limitations implied by baxter's decisions. Knowing what I now know about baxter, I would certainly have chosen their competitor, fresenius, and I think most patients would do the same. Unfortunately baxter didn't inform me of their limitations until it was too late. It is certainly not in baxter's interest to inform their prospective patients of their support policies (as very few well-informed patients would chose baxter). Hence, I recommend that regulators take steps to require extensive disclosure by peritoneal device manufacturers of the limitations of their overall support offering.